Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been hospitalized due to high blood glucose of above 400 mg/dl. The customer had chest pains. The customer stated that they do not use the bolus wizard setting on the insulin pump; instead they guess the amount of the insulin that needs to be delivered for food intake. The hospital treated the customer with insulin drips. The caller ran a prime test and insulin exited the tubing. The high pressure test and the self test also passed. In the alarm history of the insulin pump there were several no delivery alerts found. Explained to the caller that the insulin pump is functioning as designed and does not need to be replaced. No further information was provided.